Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an altitude alarm. There was no reported impact to the customer's blood glucose level. The customer declined troubleshooting with tandem technical support. Reportedly, the customer had manual injections available as alternate insulin therapy.